Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg incision site had re-opened and was visibly infected. The patient was seen by the pa where the infection was confirmed on (B)(6) 2018. The patient was sent to the ER and was admitted. The physician decided to remove the entire scs system and is being treated with IV antibiotics.

Event description:
Additional information identified the infection has resolved.